Event description:
It was reported that the patient was experiencing difficulty in cycling an artificial urinary sphincter (aus) due to a leak. The device was revised. No patient complications were reported.